Manufacturer narrative:
None of the complaint devices were returned to fisher & paykel healthcare (B)(4) for evaluation. The hospital had informed us that the heated breathing tube (hbt) used was an 900pt551 airspiral hbt and that they used two different cannulae: an opt846 nasal cannula and an opt944 nasal cannula. They could not confirm which cannula was in use on the patient at the time of the incident. They stated that all the complaint devices (hbts and cannulae) had been discarded immediately following the incident. Following this complaint, we approached the hospital for further information in order to determine the chain of events. Based on the information we received, it appears that the patient was on optiflow (nasal high flow) therapy for six days on a flow of 60l/m and an fio2 of 80. The patient was not palliative but was not for resuscitation. The patient had an xray in his bed at around 11:30am. After the xray the patient's wife went for a coffee and the nurse looking after him went on their break, after informing the other nurses. When the patient's wife returned, the patient was "slumped" over in bed. The wife raised the alarm, nursing staff appeared and the cardiac arrest team was called; however the patient was declared dead after 30 minutes. During this time, the wife noticed that the cannula was disconnected from the hbt and reconnected it. Conclusion: without the complaint devices, we cannot confirm what may have caused the reported disconnection. It must be noted that the wife was able to successfully reconnect the hbt to the cannula following the incident. The hospital informed us that the patient was "dependent on the device". They confirmed that pulse oximetry or similar was being used to monitor the patient's blood sat levels and the patient was only found 30 minutes after the incident. The user instructions (ui) for the airvo 2 system specifically warn that the airvo2 "is not intended for life support" and that "appropriate patient monitoring must be used at all times". The ui also instructs the caregiver to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The 900pt551 hbt forms a tight fit with the opt800 and opt900 series cannulae and requires over 10 newtons of force in order to disconnect it from the cannula. The customer had informed us that staff had seen the patient "messing (probably trying to remove) the cannula", which might explain why the cannula became disconnected, after no issues in the previous six days of use. We have not received any other complaints for the 900pt551 hbt coming loose from any of our nasal cannulae. During manufacture, samples of the hbt connector are tested with the opt series cannulae to ensure that the required disconnection force is greater than 15 newtons. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt846 and opt944 nasal cannulae also warn that "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." Devices destroyed.

Event description:
A hospital in the (B)(6) reported via the (B)(6) that a patient being treated with high flow nasal oxygen for a hypoxaemic condition had used the same single use equipment (nasal cannula connected to breathing tube, water chamber and airvo 2 humidifier) for six days. The patient was allegedly not palliative but was not for resuscitation. The patient's wife reportedly went for a coffee and the nurse looking after him went on their break. When the wife came back after about 30 minutes, the patient was non responsive. The wife raised the alarm and the cardiac arrest team was called but the patient was declared dead. At that time, the wife reportedly noticed that the cannula was disconnected from the tubing and reconnected it.